Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient reportedly had stopped pd treatments for an unknown reason for more than two weeks. It is unknown what type of medical history the patient had. The cause of death was documented as cardiac arrythmias. Cardiovascular disease is the leading cause of death and sudden cardiac death, caused primarily by arrhythmias, is the cause of nearly 30% of all-cause mortality in dialysis patients. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient expired. The cause of death was unknown. The pdrn advised the patient stopped dialysis. Additional information was obtained through follow-up with the patient¿s pdrn. The patient had stopped dialysis treatments on (B)(6) 2026 (reason not provided). The patient had not completed any treatments until on (B)(6) 2026 when the patient decided to complete a pd treatment. No information was provided related to why the patient decided to complete a treatment after stopping pd on (B)(6) 2026. The patient was connected to the liberty select cycler on (B)(6) 2026 when he passed away. The patient was pronounced deceased in the home. The cause of death was documented as cardiac arrhythmias. The pdrn stated the death was not related to the use of the liberty select cycler. There were no reported issues with the cycler or the treatment prior to the patient¿s death. No further information was provided.